Event description:
Customer alleged left arm latch damaged. (B)(4). No injury alleged.

Manufacturer narrative:
Dealer called stating that the 6895 shower commode chair was damaged out of the box. The left arm latch was damaged. Dealer did not recall if the shipping box was damaged or not. This is an out of box failure that never made it to a consumer. Product was replaced on a warranty replacement order. No injury.